Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service agent (gsa) evaluated the iabp and found that the k6 k6a k7 k8 leak test failed. To resolve the issue, the gsa replaced the drive assembly and all leak test were passed and the iabp worked normally without any reoccurring alarms. All functional and safety tests were performed to factory specifications, and the iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit" . The customer verified that all connections were well connected, but the alarm reappeared after the doctor restarted the iabp. There was no patient harm and no adverse event was reported.